Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2022. The outcome was considered to be device or therapy related. It was reported that the patient had constant pulsatility index (pi) events with constant low flow alarms due to heart remodeling and inflow cannula malposition. The patient's healthcare team focused on reducing afterload and making the patient mildly hypervolemic to keep the left ventricle filled and the inflow cannula away from the septum.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between the device and the reported inflow conduit misalignment and low flow alarms could not conclusively be established through this investigation. The account reported that the patient underwent a heart transplant due to inflow cannula malposition which caused low flow alarms. They indicated that the patient¿s heart remodeled post lvad implant which resulted in the cannula pointing towards the septum. Computed tomography scans and echocardiogram were done which confirmed the malposition. The low flow alarms did not resolve and were occurring intermittently up until the transplant. The patient was symptomatic during the low flow alarms, and the account communicated that no log files were available for review. The outcome was considered to be device or therapy related. The device was explanted and will not be returning. No product was returned for investigation. The most recent revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Section 5 entitled ¿surgical procedures¿ explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, rev. D, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for mlp-027393 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 28jul2021. No further information was provided. The manufacturer is closing the file on this event.